Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. Visual inspection of the customer returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified that all the electrical testing is in specification, the unresponsive regions all over the touchscreen are not responding to touch and faults were found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.

Event description:
The customer reported of having problems with calibrating the ventilator¿s touchscreen. The device was reported to be in use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). It was discovered that the touchscreen is faulty and needs replacing. The device has been sent to philips for bench repair. The repairs are currently pending.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The visual inspection of the customer returned user interface (ui) front bezel revealed no evidence of damage or contamination as received. A failure investigation (fi) technician installed the ui front bezel into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician reported no failures were identified.

Manufacturer narrative:
Philips international field service engineer (fse) replaced the touchscreen, front bezel, top cover, front panel assembly, and rear bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.